Event description:
It was reported that the dessi bipolar forceps (mcen54) "burned at the level of the connectors; apparently, it was dismantled." The problem occurred during surgery. "The clamp was heated during use. The product was not in contact with the patient, except during cauterization. No part burned except for the overheating of the clamp." There was no impact on patient nor increase of surgery time.

Manufacturer narrative:
The dessi bipolar forceps (mcen54) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. A probable root cause is that the user likely used a voltage that was too high, which burned the connectors. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.